Event description:
It was reported that during a reconstruction procedure, during the stapling, they heard a different noise. The device only stapled the half. The other half was open. Unknown how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.